Event description:
Journal reference: kenney, et al. "Short-term and long-term safety of deep brain stimulation in the treatment of movement disorders." Journal of neurosurgery; 2007, 106:621-625. The study describes the results of a retrospective analysis of adverse events in 319 movement disorder pts treated with deep brain stimulation (dbs) at baylor college of medicine between 1995 and 2005 along with a comparison analysis of the medical literature. Reportable event(s): two pts (dbs leads n=2) experienced severe cough during the initial microelectrode recording and ipg placement procedures. In one pt ipg placement was delayed.

Manufacturer narrative:
Journal reference: kenney, et al. "Short-term and long-term safety of deep brain stimulation in the treatment of movement disorders." Journal of neurosurgery; 2007, 106:621-625. No medwatch form was received from the user facility; therefore, info on the medwatch form 3500a was completed by medtronic with info from the article. See scanned pages.